Event description:
The reach overtube is indicated for use to aid the insertion, advancement and removal of appropriately sized endoscopes and endoscopic devices during diagnostic and therapeutic endoscopic procedures in the upper gastrointestinal tract, including the small intestine. It was reported that during a procedure the doctor tried using two reach overtubes but was not able to complete the procedure due to the devices folding over the endoscope. There was no reported harm to either the doctor or the patient.

Manufacturer narrative:
Based on the information provided, there was no injury to either patient or user. Because the procedure could not be completed we have elected to file this MDR.